Manufacturer narrative:
Vyaire file identification: (B)(4). Investigation analysis is unable to determine the root cause of the event.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Log files indicate active alarm 316 - "blower failure." However, blower is still functioning with a current of 2.7 a and rpm of 51764/min. Technical support suspects issues with inspiration block and leaky 02 cell, but there has been no updates from the customer regarding results of test to confirm, and no device has been returned to manufacturer.

Event description:
The customer reported, while using bellavista 1000, alarm 316 - "blower failure." At this time, patient involvement is unknown.